Manufacturer narrative:
At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the ventilation stopped. The customer reported the event was unable to be duplicated. However, the events log displayed circuit occlusion, low pressure, and ventilation low limit alarms. The issue occurred during patient-use, the customer was placed on an alternative ventilator. The customer reported there is no patient consequence associated with the event.